Manufacturer narrative:
Other applicable components are: product ID: neu_unknown_ext, product type: extension. Product ID: neu_unknown_ext, product type: extension. Product ID: neu_unknown_ext, product type: extension. Product ID: neu_unknown_ext, product type: extension. Product ID: neu_unknown_ext, product type: extension. Product ID: neu_unknown_lead, product type: lead.

Event description:
Falowski, s.m., bakay, r.a. Revision surgery of deep brain stimulation leads. Neuromodulation: journal of the international neuromodulation society. 2016. Doi: 10.10.1111/ner.12404 summary: deep brain stimulation (dbs) is widely used for various movement disorders. Dbs lead revisions are becoming more common as the indications and number of cases increases. Surgical technique, as well as variable options are important in lead revision and can be dictated based on reason for revision. Over time patients who have had adequate relief with dbs placement may experience loss of efficacy and development of adverse effects requiring revision of the dbs lead to maintain its effects. Reported events for unidentified patients : an unknown number of deep brain stimulation (dbs) patients experienced fractures of the extension sustained after a fall, which resulted in a revision of the extension. An unknown number of deep brain stimulation (dbs) patients experienced extension lead fracture in chest secondary to strain at connection to generator, which resulted in a revision of the extension. An unknown number of deep brain stimulation (dbs) patients experienced high impedances in the system and required a revision of the extension as a result. An unknown number of deep brain stimulation (dbs) patients experienced lead-extension disconnection, which resulted in a revision of the extension. One patient with deep brain stimulation (dbs) had the extension coil on itself at connector. The author stated that improper anchoring of the extension lead connector allowed migration into the distal neck creating increased strain on the dbs lead and led to coiling and malfunction. The patient required a revision of the extension as a result. See attached literature article.

Event description:
Event 3 includes the following information: an unknown number of deep brain stimulation (dbs) patients experienced high impedances in the system and required a revision of the extension as a result. The location of the malfunction causing high impedances was diagnosed by using an external screening device intraoperatively to test each component of the system.